Event description:
During an endoscopy procedure to close a eschar at a post-polypectomy site, a cook instinct endoscopic hemoclip was used. The device was advanced down the colonoscope. They rotated and placed the clip without problems. When they attempted to release the clip from the catheter, it was not possible. They tried to reopen the clip, rotate, and even cut the wire inside the device with no success. They eventually forced the clip from the site, ripping the mucosa layer. Four clips from another manufacturer were used to close the initially intended eschar successfully. A section of the device did not remain inside the patient's body. Other than using clips to close the initially intended site, the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved was unable to confirm the report. The condition of the returned device prohibited a complete evaluation. The drive wire was cut by the user near the handle. In addition, the hook of the drive wire had been pulled through the driver of the clip leaving it only attached by a small portion of the catheter assembly. During an attempt to functionally test the device, the clip fell off the deployment catheter. A close visual inspection was conducted of the catheter assembly and internal components of the clip housing. No defects were observed that could have contributed to the observation by the end user. There are no other signs of damage or defects on the remainder of the device. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. In addition to the device said to be involved, 10 unused sealed devices were also returned for evaluation. These devices were returned in a sealed pouch. Each device was examined under high magnification and each device showed the presence of processing on both sides of both clip jaws. Each device was advanced into a pentax ec3830-tl colonoscope in a simulated lower gl position with the tip in the maximum retroflexed position to simulate a worst case position. Each clip was successfully opened and closed by applying an expected amount of force to the handle spool. Each clip was successfully deployed on simulated tissue by applying an expected amount of force to the handle spool. Therefore all devices functioned as intended. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the device was altered by the user. A definitive cause for the reported observation could not be determined. All returned sealed products functioned as intended. Instructions for use state to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instructions for use state if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.